Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry and the operative report received through follow-up with the health care provider. Per the response received, it is unknown if the device remained in the patient after the patient's death; therefore, the device is unavailable for return. A device history record review is in process.

Event description:
It was learned that patient has expired after an implant duration of approximately 1.43 months. The cause of death remains unknown. Patient also had other devices. In the operative report of the procedure occurring approximately 1.43 months before the patient's death, it was noted: the patient tolerated the procedure well; there were no complications; the patient was returned to the cardiac surgical intensive care unit in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.